Event description:
Trial insert broke during attempt to remove it from the tibial tray trial. This resulted in a 30+ minute extension to surgery time as surgeon attempted to locate broken piece. Broken piece was not recovered.

Manufacturer narrative:
Engineering eval of the returned trial noted that a finite element analysis found that the trial is very unlikely to break under normal pulling load (over 2000lbf force is needed), while could break if a user applies excessive bending load on the inserter instrument during manipulation. The inserter instrument is designed to facilitate trial insertion and extraction with mainly pushing and pulling movement, while bending manipulation is not recommended or helpful during trial insertion or extraction. The device history record review provides assurance the part was accepted with conformance to the product requirements.